Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, high pacing impedance was noted on the left ventricular lead. A follow up in clinic is anticipated to further evaluate, but no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.